Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. While fixing the loop at the beginning of suturing, the suture was broken when it was pulled. There were no adverse consequences to the patient. No further information was provided.